Event description:
Report received from the USA stating that the motor device was "getting hot." It was unknown to the reporter whether or not the device was used in surgery. It was unknown to the reporter if there were any injuries or medical intervention required. There was no additional information provided.

Manufacturer narrative:
The motor device has not been received for evaluation. If additional information is received, a supplemental report will be sent. (B)(4).